Event description:
It was reported that the right ventricular lead previously exhibited high capture threshold. During a device replacement procedure on (B)(6) 2017, the lead was capped and replaced. The patient tolerated the procedure well.